Event description:
It was reported the programmer sometimes works and others it doesn't. The programming head was changed and still the programmer did not recognize device. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the rf (radio frequency) connector and the ECG (electrocardiogram) connector were found loose on the lem (link electronic module) printed circuit board assembly. Analysis also found both keyboard hinges were broken and the keyboard slide cover was missing. (B)(4).